Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
(B)(4). Incident occurred in UK. Part of a nrfit sprotte needle broke off beyond the introducer inside a patient during the process of spinal anaesthesia, the remaining part off the needle (in the patient) was successfully removed by surgical intervention.